Event description:
Per the audiologist, the pt was explanted in 2007 due to a severe skin flap necrosis. The pt was implanted in the opposite ear on the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.